Event description:
Pt had an ICD (medtronic maximo vr), an lvad (thoratec heartmate vented electric) and standard pt monitoring (philips medical cms series). The nurse was inserting a dobhoff feeding tube using a viasys healthcare cortrak and received a significant shock sensation as the ICD sensed a ventricular tachycardia event and discharged. No injury to pt, the ICD worked as it should, no interruption in lvad support. Nurse was unprepared for the shock sensation and became very concerned for her own health and safety. She returned to work with no complications. Nursing staff, ecri, medtronic's professional help team and the reporter were unaware of this possible series of conditions. A medtronic scientist confirmed that if a caregiver forms a two contact with a pt, by whatever means, that it is likely that the caregiver will have a shock sensation when the ICD discharges. The medtronic scientist stated that they have reports of caregivers receiving shock sensations from pts. This is apparently not widely known or disclosed.